Event description:
It was reported that the patient's pump is having frequent alarms for no disposable. A replacement pump was sent. No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: no product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. Product is beyond a year from manufacture date of 2002-08 and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified the device was in for service on (2020-01) for (no disposable alarms) and there was no indication or evidence in the service history to indicate that the complaint is related to the previous service event. H6: health effects, health impact updated.